Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the flow sensor to a lab use only (luo) unit. Verification/release testing was performed and passed. The flow sensor continued to run for 24 hours while monitoring for a 'back flow' alarm with no alarm sounds and no observation of any messages on the central control monitor (ccm).

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor displayed a 'back flow' alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.